Event description:
During use of the device for a non-clinical activity, the user reported that the back-up battery does not come on when the device is unplugged. The device was removed from the unit. There was no pt involvement. Investigation in process, but not yet completed.